Event description:
It was reported that a home patient (hp) experienced a high drain alarm on a homechoice (hc) device upon start up. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. A technical service representative (tsr) checked the therapy log in which an ultrafiltration reading of 2682ml was observed after cycle 3 of the hp¿s previous therapy. The tsr initiated a swap of the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and analyzed. The reported issue of a high drain alarm was confirmed in the event history log review. No abnormalities were identified during internal/external inspections. The device passed both rite (returned instrument test evaluation) electrical and rite functional testing. The pneumatic system was found to be working within specification. A short simulated therapy was performed and the hc completed the therapy successfully. The high drain alarm was unable to be duplicated during sample evaluation. The cause of the iipv event was determined to be an insufficient drain due to one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.